Event description:
It was reported that during an inguinal hernia procedure, the surgeon experienced a finger stick. He used betadine, changed gloves and then completed the case with a competitive device. No patient consequence.